Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a dropped beat on the implantable pulse generator (ipg) and that the patient suffered from an arrhythmia. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was reprogrammed.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.